Manufacturer narrative:
Continuation medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient's left lead hurt and they were concerned that stimulation was no longer as prominent and was concerned their leads had been dislodged. No further complications were reported.